Event description:
During the first case of the day, the user intubated the pt and noted that the pt was receiving fresh gas flows; however, was not able to exhale. The user used an alternate device to ventilate the pt and the machine was replaced to complete the case. No pt injury.